Event description:
It was reported that the tip of a mesa deformity rail/rod puller was observed to be 'slightly bent' intra-operatively.

Event description:
It was reported that the tip of a mesa deformity rail/rod puller was observed to be 'slightly bent' intra-operatively.

Manufacturer narrative:
A visual inspection was performed. Wear was found on the tip of the device and one of the inner shaft prongs was completely bent inward. Device history records were reviewed for this lot, and no relevant manufacturing issues were identified. A review of complaint history associated with the subject catalog number and lot number was performed. No adverse trends were observed and no lot commonality exists. It was reported that when unlocking the rail, the nurse gave the surgeon the mesa1 unlocker instead of the rail unlocker. As a result, the inner collet of the screw broke off on both sides. The surgeon tried to remove the damaged screw using the rail/ rod puller, but the tip of the rail/ rod puller was slightly bent, so he could not remove it from the rod. Therefore, the damaged screw was pulled out while it was still on the rod. Based on the deformation and wear found on the puller, it is likely that excessive compressive force was applied downward on the device, causing the tip to deform, and the puller to not properly grab the rail. It cannot be determined if this damage occurred in this surgery or a previous one. Wear resulting from the devices age (5 years) may also have contributed to the event.